Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d6a; d6b. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the pump unintended start was most likely reasonably foreseeable misuse by the user. Per the impella 5.5 IFU, the impella should be started once inserted in the body and properly positioned across the aortic valve.

Event description:
The complainant reported that a patient was scheduled to receive an impella 5.5 device for mechanical circulatory support. The device was prepared using sodium bicarbonate; however, it was turned on outside of the body and placed in a bowl of saline before the complainant arrived to support the case. The complainant arrived just prior to the planned implantation of the device. Upon arrival, the complainant asked the clinical team to explain the preparation steps that had been performed. After discussing the preparation process, the physicians determined that it would be safest to open and use a new device. The concern was related to the preparation method and the submersion of the device in a bowl of saline. The impella 5.5 device that had been prepared was never implanted in the patient. The device was ultimately discarded at the end of the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.